Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went off the insulin pump because she had a blood glucose level of 1300 mg/dl. Customer ended up in the hospital one night. Customer occasionally has lows while sleeping. Customer stated that she wakes up with high blood glucose levels over 200 mg/dl and lows sneak up on her. Customer has been off the pump for over 2 years.